Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they were told that once they set the stimulation intensity level, they could then adjust/change the stimulation level if the stimulation wasn't enough to provide the relief that they needed. Pt stated that for instance they were told that they could set the stimulation intensity to 4 when standing and that if the stimulation wasn't enough, then they would have the ability to change the stimulation level; pt stated that if they increased the stimulation intensity to 7.5 then it should stay at that level until they changed it again; pt stated that this was not true and that the stimulation level was changing on its own. Pt stated that yesterday they were in a lot of pain, so they checked the device and the device showed that the positions were changing; pss understood that the pt had adaptivestim enabled. Pt stated that they were in a position set with a stimulation intensity of 4 (pt stated that they didn't even know which position was set at a stimulation level of 4), however when they were standing for well over an hour, so the stimulation intensity should have never been (pt did not finish their statement completely); pt then stated that the other day they were working and they knew that they were going to be doing quite a bit, so they were going to set the stimulation level as high as it could go, however the device would not allow them to increase the stimulation level higher than 9, so they decreased the stimulation to 8.5 and hadn't changed the stimulation level since; pt checked the stimulation level during the call and pt stated that the stimulation level was at 8.7, so they had actually set the stimulation intensity to 8.7 instead of 8.5 like they initially thought yesterday. When pss asked the pt for the event date, pt stated that they weren't able to change the stimulation levels at first since the rep wasn't havi ng them make therapy adjustments as they were working through finding the right stimulation levels for the pt. Pt stated that they just noticed this issue and that they were trying to figure out why their back was still hurting the way it was as it seemed like their back shouldn't hurt as much. Pt noted that they were still also getting used to the device. Pt stated that specifically on mother's day, they flew for the first time and it was miserable; pt stated that they were sore for three days after the flight; pt stated that they checked the device at the end of the flight and that for some reason the device was in the reclining position instead of the upright/sitting position; pt stated that they were sitting upright during the flight and were notreclining; pt stated that the reclining position was at a much lower setting (like at 1 point whatever); pt stated that sitting for a long period of time is excruciatingly painful for them, so it messed up their trip as they were in a lot of pain and the stimulation should have been at a really high setting instead. Pt stated that once they are in a lot of pain, it takes forever to get out from under the pain, so it was horrible for them to go through this. Pt stated that they made sure that the device had them in the upright position for the return flight. Pt mentioned that their sitting position and standing position are set at the same stimulation intensity. Pt stated that their back was hurting really bad during the call, so pt checked the device to make sure that their stimulation was on. Pt stated that they were also anticipating not having to recharge the ins as often as they are recharging the ins; pt stated that they have to recharge the ins twice a day. Pt inquired about ins battery longevity; pss reviewed requested information with the pt. Pss redirected pt to hcp/rep for possible ins reprogramming to address adaptivestim settings issues and to possibly extend the ins battery life between charges.